Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer stated that the issue occurred two weeks prior. The alarm occurred during a bolus. The blood glucose reading was 313 mg/dl. The insulin pump alarmed again during troubleshooting and insulin did not exit. The customer was advised to remove the reservoir from the insulin pump and to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin did exit, but with greater resistance than normal. The customer was advised that the issue was caused by a reservoir and set connection issue and that the infusion set and reservoirs would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.